Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that every time the pump alarms, it wants her to rewind it and it starts counting down. Customer does not know how long she has been off the pump. Customer is running out of regular insulin and has to get back on the pump. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer stated that she cannot read the serial number due to the damage on the back of the pump. Customer is not able to get into the status screen to get the serial number. Customer does not know her blood glucose levels because, she never checks them. No additional information provided.

Manufacturer narrative:
Findings: unit alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked reservoir tube lip, cracked battery tube threads, and missing address/serial number label.